Manufacturer narrative:
No serious injury alleged. Product was approx 3.5 years old at time of incident with no previous complaints. Maintenance history is unk. The nurse stated that the release button lowered the consumer too fast. The lift does not have a release button but a control valve that is used to lower an individual in the lift. The control valve has a safety gate controlling the descent. No risk of injury to the consumer is present. Operator's guide has instructions on the proper and safe use of the product. Incident is most likely due to a transfer error. The dealer has been contacted several times for return of the product for an evaluation. Dealer has not responded. Malfunction not confirmed.

Event description:
The nurse alleges when the consumer was being transferred from her chair, the release button on the lift allegedly released too fast. The consumer allegedly fell out of the sling to the floor, bruising her right arm and bumping her head. No serious injury is alleged.